Event description:
It was reported that the patient experience a syncopal episode. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted (B)(6) 2013.